Event description:
It was reported this stent was successfully placed in 2000. It was noted on withdrawal, a portion of the stent had detached and remained in the patient. A large amount of calculus was around the stent, which had adhered to the ureteral wall. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device company is unable to determine if the device met its specifications. Company believes user technique, and/or patient anatomy may have contributed to this event. However, company's unable to determine the relationship between the device and the cause for this event.